Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient with this tactra penile prosthesis states that the device presented crooked, the patient is unable to align it, stating that the base appears to be crushed or deformed. The patient also reports that when he tries to adjust it, the prosthesis returns to its apparently inadequate shape. The tactra remains implanted. No additional information was reported.